Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of particles in the air path. Additional information was received that the patient is now alleging a heart attack. Medical intervention was hospitalization. The original report was filed as a product problem. This follow up is being filed to report this allegation as a serious injury based off the new information provided. The previous report was also filed as an initial/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The updated coding in h6 reflects this change. Please see sections b1, b2, h1, and h6 for this updated coding and information.